Event description:
It was reported patient underwent a hip arthroplasty on an unknown date in 1990. Subsequently, on (B)(6) 2014, patient underwent a revision procedure due to allegations of pain, instability, clicking and subluxation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the material analysis, it was noted the component showed evidence of scratches.